Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. The fse found that the grabber card failed to initialize. (Error 99 grabber card). The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system would not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.